Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that end of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator displayed end of life (eol). There was concern that the device reached eol from middle of life (mol)2 status sooner than expected. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.